Manufacturer narrative:
The complaint sample was not received by viant for evaluation and the reported event is non-verifiable. No production record review was completed as no complaint sample was received for evaluation and no lot number was reported. According to the distributor, the complaint sample was discarded. No further investigation required. No lot number reported. Device allegedly discarded according to the distributor. Complaint information received from distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the pinnacle cup impactor broke where the pinnacle cup is tightened at the top of the impactor handle. No adverse events nor patient consequence were reported as a result of the malfunction.